Event description:
A customer reported one incident of a broken clamp on an extended telescoping bar. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the clamp was broken. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in jan, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving products manufactured at the (B) (4) facility.